Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a vizigo sheath and a leakage issue occurred. Fluid escaped from the hemostasis valve of the device. The device was used on the patient and there was a micro amount of blood loss. A second device was used to complete the operation. There was no adverse event reported on the patient.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 22-sep-2025. It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a vizigo sheath, and a leakage issue occurred. Device investigation details: a visual inspection evaluation and backpressure test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned device revealed that the shaft was bent. A backpressure test was performed, and water leakage was observed in the union of the hub and side port tube. Further investigation revealed that the side port tube was partially detached from the hub due to an insufficient adhesive application. This condition could be related to the reported event. A device history record was performed for the finished device batch number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The potential cause of incorrect adhesive application was traced to manufacturing. The bent shaft condition could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The bent shaft is unrelated to the reported event. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. This product issue will be addressed through the quality system. A supplier internal corrective action was created to address incorrect adhesive application issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the side port tube that was partially detached from the hub due to an insufficient adhesive application. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent shaft. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to an insufficient adhesive application. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).